Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 800 mg/dl and went to emergency room. The customer also reported that, the insulin pump had no delivery alarm during fixed prime. Assisted customer in performing a 5.0 unit fixed prime and insulin was exited. Customer will continue on in bent cannula troubleshooting. Customer went through high blood glucose troubleshooting and stated that the cannulas were bent. The device will not be returned for analysis.